Event description:
It was reported that the patient previously had an anatomic shoulder arthroplasty performed years earlier, which was revised to a reverse shoulder arthroplasty. Approximately 2 years later, loosening of the baseplate was identified, and the construct was converted to a hemiarthroplasty with consideration for a patient-matched implant in a planned subsequent procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.